Event description:
A hospital in (B)(6) reported an rt340 adult breathing circuit for a heater wire fault. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product, which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory limb of the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The heater wire of the inspiratory limb was tested using a multimeter. Results: the resistance test revealed that the inspiratory limb heater wire was open circuit and is out of specification. A lot check revealed no other complaints of this nature for lot number 111121. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).